Manufacturer narrative:
The device has not been returned for evaluation.

Event description:
Unk event was reported. Follow up with hospital indicated that reason could not be identified; however, no pt complications were reported.